Event description:
It was reported that during an unknown procedure, the white teflon pad melted. Unknown how the case was completed. There is no other information available. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.